Manufacturer narrative:
Two opened samples were returned. The samples were examined using 10x magnification and both were found to have damaged tips and cutting edges. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The exact root cause for the damaged knives is unknown; how or when the blades became damaged cannot be determined. The damage to the returned samples is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as the damaged tips and cutting edges exhibited on the returned opened samples, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A nurse reported that they have had blades that were dull or bent at the tip. Each time the issue has been noted, the blades were immediately replaced with no procedural delay. There has been no patient impact. This is the second of three reports for this facility.